Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -9.5/1.0/007 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The surgeon reports the lens was implanted upside down; and there was corneal decompensation. The cause of the event was due to user error; the device and a patient related factor of the patient had moved the eye during insertion; and the surgeon lost visualization of the icl. Icl also flipped despite proper loading per standard protocol. Intraoperatively the lens was removed and replaced with a same length lens but this did not resolve the problem.